Manufacturer narrative:
Journal reference: krishna kumar, et al. "Spinal cord stimulation verses conventional medical management for neuropathic pain: a multicentre randomised controlled trial in pts with failed back surgery syndrome" pain 132 (2007) 179-188. See scanned pages.

Event description:
Journal reference: krishna kumar, et al. "Spinal cord stimulation verses conventional medical management for neuropathic pain: a multicentre randomised controlled trial in pts with failed back surgery syndrome" pain 132 (2007) 179-188. This article lists info suggesting a pt being treated with spinal cord stimulation for pain associated with failed back surgery syndrome required treatment for an infection related to the implant procedure.